Event description:
I am writing you to advise you of a product malfunction that caused a great deal of distress to my wife who had a powerport installed at hosp by dr. One of your powerports was implanted and once in place, allowed fluid to be pumped in, but did not allow for blood return. Dr decided to replaced it with another one. She had to open up the line of sutures, remove the defective unit and replace it with another one that appears to work fine, at least for now. I was told that one of the valves was defective and that this was the first time that something like this has happened to her with one of these ports. The details of the one that is now implanted are as follows: lot: rerb0550. My wife, a nervous patient at best, was extremely distressed at the thought of having a port implanted in the first place, and the malfunction and subsequent additional bruising and swelling increased her level of anxiety considerably. None of this helps the "positive attitude" that is supposed to maximize the benefit of chemotherapy. Our concern is now twofold. Will the current port function properly for the remaining treatments? And did the additional surgery create additional scarring in a cosmetically visible place? This may only be viewable after the swelling and bruising has gone. Please check the lot number and make sure that the current port passed quality control and is in fact ok for use. Dr told me that she is returning the defective one to the sales rep that calls on the hosp. Unfortunately, I do not have the details on the defective one. As a safety precaution, I will be sending a copy of this letter to medwatch at the FDA to make sure that there is no pattern of defective ports and that corrective action, if required is taken. Please make sure your quality assurance and regulatory departments are aware of this incident.